Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular channel. One episode showed inappropriate anti-tachycardia pacing (atp) had been delivered, the next two episodes were non-sustained. All three episodes did show pauses in pacing. Technical services suggested reprogramming. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular channel. One episode showed inappropriate anti-tachycardia pacing (atp) had been delivered, the next two episodes were non-sustained. All three episodes did show pauses in pacing. Technical services suggested reprogramming. No adverse patient effects were reported. According to medical records, this device was explanted due to normal battery depletion (nbd). A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed, and it was found that the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular channel. One episode showed inappropriate anti-tachycardia pacing (atp) had been delivered, the next two episodes were non-sustained. All three episodes did show pauses in pacing. Technical services suggested reprogramming. No adverse patient effects were reported. According to medical records, this device was explanted due to normal battery depletion (nbd). A new device was implanted. No adverse patient effects were reported. This device has been received for analysis.